Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staple was unformed. Then another cartridge was loaded and fired. But the same event occured. Additional suture was performed there were no adverse consequences to the patient.